Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for an unrelated issue. Device interrogation revealed loss of capture on the atrial lead. The device was reprogrammed. The patient was stable post event.